Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: there are no samples available. Analysis and results: as no batch number is received, the batch manufacturing record cannot be reviewed. Without any sample a proper analysis can not be performed. Remarks: as indicated in the cassette label of the product: before usage, cut off and discard 10cm of suture material. The knots of catgut coming from the production should not be implanted in the wound. Do not re-sterilize. Knot the remaining thread and replace the cap after each use. Store at room temperature. Avoid exposure to extreme temperatures over a long period of time. Final conclusion: without any closed samples a study can not be performed to see if the affected product does not fulfill the OEM requirements. Note is taken of this incident and if any samples are received in the future, the case will be re-opened and analyzed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future. Device not returned.

Event description:
Country of complaint: (B)(6). It is reported that the suture keeps breaking.